Event description:
It was reported that a 5ml bd discardit¿ ii syringe had broken flanges.

Manufacturer narrative:
Investigation: no lot# was provided so a DHR could not be performed. Bd has been provided with the affected sample. Visual examination of the returned sample presented one flange of the barrel broken. That confirmed the reported issue. After analyzing the returned the sample and discussing with our manufacturing technicians in charge of these product lines, bd has concluded that the broken flange was produced in the primary packaging machine. The conveyor belt of the hopper has two pieces to avoid the syringes to fall out, one of these pieces presented a broken part in which the syringes could be trapped and then broken flanges can result.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 5ml bd discardit¿ ii syringe had broken flanges.